Manufacturer narrative:
The analyzer was returned to magellan for evaluation. During investigative testing, magellan observed repeated failed external control tests. A review of the analyzer's event logs showed that the instrument had generated numerous error messages over several months while in use at the user facility but these had not been reported to magellan as specified in product labeling. In addition, the event logs indicate that external qc was not consistently being performed on a monthly basis in accordance with label instructions. There have been no reports of injuries by the user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
A user facility called magellan's product support to report they were receiving controls out of range.